Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was under delivery. The customer¿s blood glucose level was 140 mg/dl, 110 mg/dl, 90 mg/dl, 139 mg/dl, 140 mg/dl, 209 mg/dl, 126 mg/dl, 153 mg/dl, 143 mg/dl and 142 mg/dl. The device will be returned for analysis.